Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), there was increased threshold and decreased sensing. Three days post implant, there was high impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.